Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing broke on (B)(6) 2025. The infusion set was in use for two days. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.